Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the device was unable to boot up while on battery. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the battery cannot be turned on. It was then reported that the customer did not pay attention to the ac when attempting to turn on the device. It could not be confirmed if a battery failure alarm was displayed. The remote service engineer (rse) recommended replacing the battery. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that remotely via telephone guidance, the hospital teacher was instructed how to reinsert the battery. The battery was able to charge normally, unit returned to full functionality.